Event description:
It was reported that bladder of a large volume infusor burst before the end of the therapy. The infusor was filled with fluorouracil (non - baxter product). There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received at the plant for evaluation. Visual inspection confirmed the reported condition. The bladder of the sample was found ruptured. Microscopic inspection of the sample found a marking on the interior surface of the bladder, near the rupture line. The cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.